Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an unspecified error message issue with a one touch ultra meter. The patient indicated that the alleged issue started on an unspecified date at "11:00" a week prior to contacting lfs on (B) (6) 2010. As a result of the alleged issue, the patient claimed that she developed symptoms of thirst and going to the bathroom a lot. The patient mentioned that because of the alleged issue, she stopped eating during the time of concern. However, the customer service representative (csr) noted that the patient also administered self-treatment by eating food and/or drinking a beverage. It is not clear if the patient administered the self-treatment before or after the symptoms began. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on information provided, this complaint is being reported due to the following conclusions: the patient claimed that she developed symptoms that can be associated with a serious injury as a result of the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.